Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The proximal lv (low voltage) electrode of the lead was covered with a white substance. The distal lv (low voltage) electrode of the lead was covered with a white substance. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.